Manufacturer narrative:
No patient sample or customer product was returned to immucor for immucor investigation. Immucor technical support used a remote electronic connection method to assess the test well images in question on (B)(6) 2016, which appeared as visually positive.

Event description:
On (B)(6) 2016, a (B)(6) customer reported obtaining an unexpected negative antibody screens on the galileo echo.